Manufacturer narrative:
Although requested, the device was not returned for evaluation, and additional information regarding the event was not received. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
It was reported after a refractive lens exchange (rle) with implantation of an intraocular lens (iol) in the left eye (os), the patient complained of bothersome glare. Approximately 3 months after implantation, the initial iol was exchanged for a different model lens. In the surgeon's opinion, the most likely cause of event was maladaptation. Additional information was requested but not received. This is the report for the left eye (os). Right eye (od) reference: 0001313525-2026-00048.